Manufacturer narrative:
The reason for this revision surgery was to remedy chronic dislocation of the right hip after 11 years and 11 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation cannot be determined with confidence. Factors that may contribute to dislocation are: trauma, soft tissue laxity, improper implant selection size, or excessive patient activity. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient suffered from chronic dislocation. The agent was not sure which side of the patient was revised.